Event description:
The customer reported obtaining low sodium (na) and high chloride (cl) results for four (4) patients on their dxc 700 au clinical chemistry analyzer. The customer repeated the patient samples with normal results. The customer did not release initial results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for four (4) patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and observed air bubbles in the ise reference line. The fse replaced the solenoid valve to resolve the issue. The fse performance calibration and quality control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is case: (B)(4).